Event description:
Hospira primary set prepierced y-site, 80 inch, non-dehp IV administration set. List no. 12672-28. Lot number 21 166 4w. Upon opening package, discovered a hair that appeared to be a human hair that was caught between the piercing pin and the drip chamber. The hair passed through the drip chamber and extended out on both sides of the device. It appeared that the hair had been caught between the two parts during manufacture. Since the hair was within the drip chamber, sterility was compromised. I have retained the sample, if it is needed.